Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced kinked cannula event due to which the insulin flow blocked alarm event on (B)(6) 2026. The event occurred within three or more hours of insertion. The insertion site was lower back. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.